Manufacturer narrative:
The device evaluation found the image guide bundle had significant breakages. A leak was observed due to a dent on the distal end. The adhesive on the bending rubber was chipped. The connecting tube was dented and wrinkling. Due to wear of the angle wire, the bending angle in the up direction did not meet specifications. The label on the scope connector was peeled. The eyepiece was deformed. The universal cord was scratched. The light guide venting connector had corrosion. The control grip and image guide protector had discoloration. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The fiberscope was returned to an olympus service center with a report that the fiber was broken (black spots) due to it falling when it was put into the washer. There was no report of patient or user harm associated with the event. During inspection and testing, foreign material was found in the insertion/bending section of the scope. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the bending section rubber could not be identified and a definitive root cause of the issue could not be determined, however, chips in the bending section adhesive around the foreign object detection area were confirmed, likely the result of physical and or chemical stress and possibly affecting the efficiency of device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: ·chapter 5 safety related to cleaning, disinfection, and sterilization ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - did the customer wipe the insertion section? Yes - were there abnormalities in the accessories used for reprocessing: unknown - has the customer wiped/brushed the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges? Unknown olympus will continue to monitor field performance for this device.